Event description:
It was reported that a patient underwent a total vaginal hysterectomy, bsoo and anterior repair to treat stress urinary incontinence, cystocele, rectocele, uterine prolapse on (B)(6) 2010 and pelvic floor repair mesh was used . The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, including partial excision surgeries between (B)(6) 2010. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision on (B)(6) 2010 due to vaginal mesh exposure, prolapsing apex of the vagina and cystocele with a grade IV enterocele, and grade ii rectocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2010 by (B)(6) due to mesh exposure. It was reported that patient underwent mesh removal on (B)(6) 2011 by (B)(6) due to mesh exposure. It was reported that patient underwent robotic sacral colpopexy on (B)(6) 2011 by (B)(6) due to vaginal prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent a surgical procedure on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).